Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 05-mar-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-0) and high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from non-fasting meter to meter comparison of 209 mg/dl using true metrix and 102 mg/dl using another device. The customer¿s expected blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 225 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 07/29/2026 and open vial date is 02/26/2025. The meter memory was not reviewed for previous test result history.